Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo implant on (B)(6) 2022 at levels c5-6. After implantation patient experienced a rash, pharyngeal edema, muscle tension, dysphonia, and dysphagia. It was stated that the patient has a nickel sensitivity confirmed by a blood test. Patient has not had the implant removed and symptoms persist. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels outlined in the risk documentation. A review of the risk documents found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the pdc vivo device remains implanted in the patient. No anomalies were identified during the investigation. The patient's symptoms are likely due to the nickel sensitivity. The submission is 1 of 1 devices involved in this event.

Event description:
A patient reported that they had a c5-6 artificial disc replacement with prodisc c vivo on (B)(6) 2022. Patient is experiencing rashes and welts on their body as well as pharyngeal edema, muscle tension, dysphonia, and dysphagia. Their symptoms developed within a few days of implantation of the pdc vivo device and have not improved since. A blood test did confirm that the patient had a nickel allergy.